Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The receiver was returned for evaluation. The following were performed and passed: external visual inspection, receiver charge and boot, final functional test, pairing test. The data file was reviewed and the reported allegation was not confirmed. The probable cause could not be determined post investigation.